Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported that her ins wasn¿t charging. The patient reported that she wasn¿t able to charge her ins, the ins wouldn¿t turn on and had no function. The patient reported that she hadn¿t used the ins much because she didn¿t have any pain. The patient reported that the last time she recharged her ins was probably a month ago. The patient reported that she first noticed her ins wasn¿t charging probably 3-4 weeks ago. The patient reported that she thought her ins wasn¿t charging because her recharger waist belt was broken. The patient confirmed she was seeing the reposition antenna screen on the recharger. The patient reported seeing the poor communication screen on the patient programmer (pp). Additional information was received from a healthcare provider (hcp). The hcp reported that the battery wouldn¿t charge. The hcp reported that the patient contacted their primary care physician (pcp) who contacted a manufacturer¿s representative (rep) to work with the patient. The hcp reported that the patient was meeting with their pcp and rep to review batteries and the patient would be scheduled for a battery replacement. No further complications were reported. Omitted information regarding the broken belt as it can be seen in pe (B)(4).